Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens. Dimensional and function inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was explanted with a planned replacement implantation in 2 months. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -11.5/+6.0/175 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2020. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown.